Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the blue clamp left clamped and no occlusion alarm sounded on the pump at all during patient therapy. The pump thought the infusion ran through completely and the infusion complete message appeared. This happened on an infusion of oxytocin with a volume to be infused of 1000ml at a rate of 3ml/hr. During this infusion there were multiple upstream occlusion messages which led to the clinicians suspending the alarm. The suspension of the alarm led to occlusions being undetected. Any patient injury or medical intervention is unknown.